Event description:
It was reported that a total of 5 blades were leaking sterile saline. The condition of the blades was discovered prior to the procedure, during set up. There was no patient involvement and no allegations of adverse consequences associated with this event. The procedure was successfully completed with no clinically relevant delay.

Manufacturer narrative:
The blades were received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.